Event description:
During cardiac catherization, the balloon was inflated in the coronary artery. After removing the balloon, the physician could not visualize the stent. The physcians determined that the stent was not present based on the patient's films. The patient returned to the cath lab for stent placement and the patient tolerated the procedure well.